Manufacturer narrative:
Correction: section h6- the medical device problem code should have been 2981-material twisted/bent and 1291-high impedance instead of 1069-break and 1291-high impedance. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information indicates that surgical intervention was undertaken on (B)(6) 2023wherein the lead was explanted and replaced to address the issue. Effective therapy was established post-operatively.

Event description:
Related manufacturer report number: 3006705815-2023-04385. It was reported that the patient had experienced a few falls. Diagnostic system testing indicated high impedance values and fluoro imaging revealed a kink in the leads. As a result, surgical intervention may be undertaken in the future to address the issue.

Manufacturer narrative:
Date of event is estimated.